Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09192. The pt received the scs system on (B)(6) 2008. It was reported the pt had not used the stimulation for over a year. Pt also had not charged the scs system for the duration. The physician elected to replace the implanted ipg with a different model ipg. While doing so, one of the lead contacts stuck in the header of the ipg. The physician opted to leave the lead in place at this time. No impedance issues were noted. No further pt complications were reported.

Manufacturer narrative:
Eval: results - as received the returned product communicated with all lab equipment. It showed a low battery warning but was able to be charged to full. The complaint cannot be confirmed. According to the eon dfu review, there is adequate info for preserving the ipg battery when not in use. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.